Event description:
Customer reported a back check valve failure during secondary infusion. The nurse visualized the secondary infusion flowing into primary bag. There was no report of harm to patient or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.